Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure. A review of the instrument logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: monopolar curved scissors (part #470179-19; lot #k14220718-0214), tip-up fenestrated grasper (part #470347-12; lot #u10220208-0051), large suturecut needle driver (part #471296-07; lot #k10220307-0033). A review of the site's complaint history has shown that no complaints have been logged for any of these instruments. A medical review of the event information was performed by an isi medical safety officer (mso). The mso noted that based on the information in the summary of events, insufficient information is available to fully assess the issues related to this case. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted lar procedure, the patient underwent a subsequent open surgical procedure on pod #1 as a result of being septic. The patient expired on pod #3. The cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) procedure, the patient was in the intensive care unit (ICU) but had to return for open surgery due to being septic on post-operative day (pod) #1. The patient expired on pod #3. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.